Manufacturer narrative:
Product complaint #: (B)(4). Batch # r59g8n. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested and received: can you please explain what is meant by ¿staple did not deploy properly¿? - unknown. Did the device lock-out (no staples deployed and no cut line started)? No. Or, did the device partially fire (start to deploy staples and cut but could not be completed)? No. Or, did the device staple, but not cut the tissue? No. Did the device deliver any staples? Yes. If yes, were the staples that deployed into the tissue formed in the proper closed b-formation? Unknown. If the stapler did fire was the staple line complete? Yes. Did the device cut? Yes. If yes, was the cut line complete? Yes. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Can it be confirmed that the entire width of compressed vessel was proximal to cut line and no extraneous tissue was within jaws distal to cut line? Does the surgeon routinely wait 15 seconds prior to firing? Were any issues noted with device performance or staple formation noted intraoperatively? If so, please explain? Was an autopsy performed? If so, can the results be shared?

Event description:
It was reported that during a laparoscopic thoracoscopy/thoracotomy the staff thought staples did no deploy properly. The surgeon was performing a pneumonectomy and fired a pvs stapler for all of the pulmonary vessel transections. He noted nothing unusual or problematic during the case, the pvs stapler fired per usual and all staple lines were satisfactorily hemostatic before closing. Approximately 15+ minutes after closing and leaving the or, he was notified the patient was coding. Upon emergently taking patient back to the or and re-opening, he found one of the pulmonary vessel staple lines "had completely come apart" with the lumen "completely open" and the pleural cavity filling with blood. The patient died. The surgeon and or management mentioned that they are not certain that a stapler malfunction occurred but are trying determine any and all contributing factors to this outcome.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r59g8n, t5a911. Investigation summary: the analysis found that seven pve35a devices were returned sterile and with no apparent damage and with one cartridge present. The cartridge was received sterile. The device was tested for functionality in the straight position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information requested and received: what were the indications for surgery? Lung cancer. Can it be confirmed that the entire width of compressed vessel was proximal to cut line and no extraneous tissue was within jaws distal to cut line? Yes. Does the surgeon routinely wait 15 seconds prior to firing? Yes. Were any issues noted with device performance or staple formation noted intraoperatively? No if so, please explain? Was an autopsy performed? No if so, can the results be shared? Additional information received: indications for surgery- non-small cell lung center. The procedure started as a vats and then proceeded to a thoracotomy. The surgeon used several firings of the pvs on pulmonary vessels. There was no issue with device during initial procedure and everything looked perfect and hemostatic. It was confirmed during conversation that the surgeon waits 15 seconds prior to firing and always makes sure the tips of the device are visible. Approximately 15 minutes after completing and closing, he was notified that patient was coding. Vigorous chest compressions were performed, and the patient arrested. The chest was opened, and blood was found. A pulmonary vein was noticed to be wide open and seemed to be ¿unzipped¿. A total pneumonectomy was performed, and the vessel was sutured. The surgeon was asked about staple formation but stated that he saw staple remnants but did not pay attention if they were formed or straight. Also, the tissue that was sutured seemed fine and held sutures really well.

Manufacturer narrative:
(B)(4). Date sent: 10/21/2021. Attached are redacted explant op report, path report, and death certificate.

Manufacturer narrative:
(B)(4). Date sent: 6/18/2021. Additional information received: it was reported that patient underwent a video-assisted left total pneumonectomy and ¿towards the end of the procedure, the only remaining connection of the lung was the inferior pulmonary vein, which on the pulmonary side was involved with the tumor. The vein was freed and transected with the stapler.¿ pleading further states ¿the indurated periaortic tissue in the region of the inferior pulmonary vein was also excised, and that this tissue was well away from the closure of the inferior pulmonary vein. The staple line was inspected and appeared intact, and 40 mm hg of pressure was applied to test for leak. No leak was evident.¿ prior to closure, the surgeon reportedly irrigated the chest cavity and again checked the staple lines, complete hemostasis was noted and all staple lines appeared intact. However, shortly after surgery the patient coded and had bleeding from the left pulmonary vein and the surgeon found the staple line disrupted during the reoperation. Despite all resuscitation efforts, the patient was pronounced deceased.